Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The videoscope was returned to the service center with a report of poor video image quality. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, objective lens shaved, venting connector of light guide connector corroded, and rubber cover of forceps channel port detached was found. There was no patient involvement.